Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The thread broke and separated during knotting and was not sewn into the body. There was no patient consequence. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2024. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one empty opened overwrap and one detached needle product code 1696g were returned for analysis. Upon visual analysis of the returned sample revealed that a clip-off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. No marks in the swage area were found, and the needle was unused. In addition, the suture was not received for evaluation. As per the returned conditions of the sample, no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.